Manufacturer narrative:
The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. The product involved in the report has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 23 may 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 8030673-2025-00026 for the second report. It was reported, the respiratory therapist (rt) noticed the tube kinked at the connection side of the device. There was no reported injury.